Event description:
Customer received a result of 30 mmol/l on the aviva system, and a result of 10 mmol/l on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the system will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278298, expiration date 08/31/2015). (B)(4). Device will not be returned to manufacturer.